Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the event occurred due to user error, the device is working as intended. No malfunction occurred. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer called into technical support (ts) reporting that the device's battery is not charging. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and the reported issue could not be confirmed. The fse performed operational tests on the equipment, on electrical supply and on battery. Measured battery charge, it is at 16 volts (recommended in the manual) when testing the equipment, the battery showed a charge time of 8 hours, led flashes orange while charging and stays on when the battery charges. The fse reported that the unit successfully passed performance verification testing and no faults were identified during service. Operational tests passed and the device was released for use.

Manufacturer narrative:
Reporter phone number - (B)(6).